Event description:
It was reported that during catheter placement, a tear was discovered at the extension tube connection point. The catheter fractured upon pulling. The catheter was replaced and reinserted. No further details available or provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter break was confirmed but the root cause could not be determined. One photograph of a 4fr sl groshong nxt catheter kit was returned for evaluation. Inspection of the photograph found that a break in the catheter tubing was visible just distal of the strain relief sleeve on the distal two-piece connector. No other features of the break could be discerned and no other remarkable features were observed throughout the photo. Based on the available material for review, the complaint is confirmed but there is insufficient evidence to identify the root cause. This complaint will be recorded for future trending and monitoring purposes.